Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction section b describe event or problem brand name, section d medical device brand name and section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist remoted into the cabinet and worked with the onsite field service engineer (fse) found that the drawers and biometric identifier were offline. After reseating the biometric identifier, it lit up. The fse replaced the communication control board due to no light activity, and both the board and biometric identifier lit up afterward. The tss found that the drawer's network adapter needed reconfiguration with the correct internet protocol (ip) address, and the ip settings were updated as per the knowledge article, and the drawers became fully accessible, and issue was resolved. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the drawer was in offline. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was in offline.the customer reported that the malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.